Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 45 cm 7fr destination sheath and dilator were received for product evaluation. The dilator tip was viewed under microscope and the tip was confirmed to be broken off. The dilator length measured at 52.4 cm which is not within manufacturer specifications. It was confirmed that the tip did break off the distal end of the dilator. The tip fragment from the dilator was not returned for evaluation. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported while prepping the destination sheath, the tip of the dilator came off. The patient condition was good. Additional information was received on 18 dec 2019. The procedure the destination was being prepared for is a peripheral procedure. The procedure was completed successfully after changing to a second destination.